Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer, with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And the cause was traced to a faulty lead ECG and trunk ECG cables. Customer resolution and conclusion: based on the conclusion of the evaluation. It was determined, that this was a malfunction of the lead ECG and trunk ECG cables. The customer ordered a replacement lead ECG and trunk ECG cables, to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported, to philips that the ECG cable was worn.

Event description:
It was reported to philips that the ECG and etco2 cable were malfunctioning. There was no patient involvement.